Event description:
Additional information from the field notes the death was not caused by the device. The patient cause of death was acute respiratory failure, pneumonia and pleural effusions.

Event description:
It was reported that the patient has deceased. There was no allegation from a healthcare professional that suggests the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.